Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had non-sustained oversensing episodes. Behavior manifested with short pv delays and r-waves smaller than the initial oversened events. Upon review, the oversensing was due to lead dislodgment which was confirmed via fluoroscopy. The lead was repositioned on (B)(6) 2018. The patient was stable before, during, and after the procedure.